Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Dexcom was made aware on 11/18/2016, that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2016. The patient reported that they had inaccuracies, did not feel well and were having hot flashes. Patient's wife called the emergency medical technicians (emts). Emt's arrived at the patient's home and took bg readings of 188mg/dl compared to the cgm which read 80mg/dl. Patient's personal bg meter read 180mg/dl. Patient self-administered treatment of candy and juice. Patient was not transported to the hospital. At the time of contact, the patient was healthy. No product or data was provided for evaluation. The reported event of cgm inaccuracies could not be confirmed. A root cause could not be determined. Calibration was not performed after experiencing inaccuracy. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.